Manufacturer narrative:
After further investigation this report was documented incorrectly under the wrong product as it should have been documented under product intellivue mx800 patient monitor. In regards this was determined to be a duplicate of another complaint. Please refer to 9610816-2025-000748 for a complete investigation report.

Manufacturer narrative:
The feild service engineer performed a software recharge of the mx800 monitor and restored the configuration. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported that the central system did not detect an alarm for invasive pressure from the mx800 monitor. The device was in clinical use at time of event and no adverse event was reported.